Manufacturer narrative:
It was reported to philips that the device will not turn on unless plugged in. The customer was given a quote for repair, however, the customer did not reply to the quote, therefore, the device was not evaluated. The service order was closed if the customer is in need of further assistance a new service order will be opened and will be captured through philip's normal complaint procedure. The device remains at the customer site and no further evaluation is required at this time. H3 other text : customer did not accept quote.

Event description:
It was reported to philips that the device will not turn on unless plugged in. There was no reported patient involvement.